Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices had errors when attempting to remove items and an unexpected error has occurred while recording a transaction. A technical support specialist determined that the resolution is ongoing, but the device database is now small enough for use. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower device was scanning issue. The customer stated unable to scan barcodes to remove medications from the station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.